Manufacturer narrative:
The log files of the affected device were provided for the investigation. The analysis of the log entries revealed that other than reported only the cockpit c500 triggered a restart at 11:41 on (B)(6). The ventilation unit v500 went into status safeguard which indicates that the ventilation was not interrupted and continued with the latest settings. Relevant ventilation parameters can still be observed on the secondary oled display of the ventilation unit v500. Furthermore, the device generates an optical and acoustical alarm to alert the useras reported. Based on the investigation results, the restart can be attributed to a communication problem between the cockpit c500 and ventilation unit v500 which was caused by a hard disk drive access error.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device failed while ventilating. High frequent, loud signal. Display was black with a single error message (hard disk drive). Only reacted to rocker switch. No patient consequences reported.